Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin delivery was suspended due to the difference between sensor glucose and blood glucose. Troubleshooting was performed for the reported event. The sensor glucose value from the reported event was 50 mg/dl and the blood glucose value was 120 mg/dl. The difference was not within the target range. The difference occurred with a previous sensor and the time the sensor was worn was 1 day. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. No harm requiring medical intervention was reported. The customer discontinued using the sensor and the sensor will not be returned for analysis.